Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was going to need to replace the surgical lead with percutaneous leads due to loss of range of motion in her neck with the surgical lead. This had occurred since implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the lead revision occurred (B)(6) 2015. They were told that the patient had a revision and that they removed the paddle lead and put in a percutaneous lead. There was no further details related to this or why it was done. The patient had not recovered. The symptoms/issue was ongoing.